Manufacturer narrative:
This report is submitted july 20, 2020. Attachment: [171473 device analysis report reg. Pdf].

Event description:
It was reported that the patient experienced a recurring infection at implant site which was treated with IV antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2019. It is unknown if the patient was re-implanted with a new device as of the date of this report.